Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack; subsequently, air and a leak were noted. The tubing set was being used to deliver 300 ml of packed red blood cells (prbcs), at a rate of 75 ml/hr, via a plum pump. No further programming parameters were provided. At an unspecified time, the customer contact reported that the tubing set was primed with an unspecified solution and the delivery was started. It was reported that ten minutes after the delivery was started, the pump alarmed for distal air. The customer contact reported that air filled the cassette and an unspecified number of segments of air 4-5 inches in length were noted distal to the cassette of the tubing set. The customer contact indicated that it appeared that air was drawn into the tubing set from outside of tubing set. It was reported that the air was bigger than bubbles. No air was delivered to the pt. The customer contact reported that the tubing set was disconnected from the pt. It was reported that the nurse flushed the saline lock. After an unspecified length of time, the nurse connected an unspecified syringe to the clave secondary port on the cassette of the tubing set to backprime. At this time, it is reported that an unspecified volume of blood leaked from the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. It was reported that most of the blood unit was lost. No specific details were provided. The tubing set was replaced. At an unspecified time, the solution container was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During visual examination at the user facility, a crack was noted in the semi-rigid adapter of the clave secondary port. Though requested, additional info was not provided.